Event description:
Customer reported that a (B) (6) female pt was undergoing a voiding ureterocystostomy procedure. The physician attempted to bring the table to a 20 degree upright position, but was unable to do so. Customer reported that several error codes were present on the monitor. The pt was transferred to another room without any complications and the procedure was completed.

Manufacturer narrative:
Manufacturing investigation pending, when investigation is completed, a supplemental med watch 3500a report will be sent.